Manufacturer narrative:
A2 - age at time of event: patient is 18 years old and above. E1 - initial reporter facility name: (B)(6). Device evaluated by MFR.: synergy xd mr ous 3.00 x 38mm stent delivery system, catheter was returned for analysis. Visual, tactile and microscopic analysis was performed on the device. No issues were identified with the hypotube shaft. A visual and tactile examination of the outer and inner lumen and mid-shaft section found it to be stretched and a break at the site of the wire exchange port, 26.2cm from the tip of the device. There was no stent attached to the device as it was successfully delivered. The balloon cones were reviewed and were subjected to positive pressure. Examination of the outer and inner lumen and mid-shaft section found stretching and a break at the site of the wire exchange port, 26.2cm from the tip of the device. The bumper tip showed no signs of distal tip damage. There were no other device issues identified during returned product analysis.

Event description:
It was reported that difficulty removal and shaft break occurred requiring additional intervention. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid to distal left anterior descending artery. After the lesion was pre-dilated, a 2.5x28 synergy drug-eluting stent (des) was implanted. A 3.00 x 38mm synergy xd des was placed as an overlap and resistance was felt during removal of the device. The synergy catheter separated while the balloon distal marker was still outside of the distal tip of the guide catheter, in the vessel. An attempt was made to retrieve the device using a snare, but it was unsuccessful. The synergy balloon was then inflated inside the guide catheter to trap the fragment and all devices were removed together from the patient successfully. No patient complications were reported.

Manufacturer narrative:
A2 - age at time of event: patient is 18 years old and above. E1 - initial reporter facility name: (B)(6) medical center.

Event description:
It was reported that difficulty removal and shaft break occurred requiring additional intervention. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid to distal left anterior descending artery. After the lesion was pre-dilated, a 2.5x28 synergy drug-eluting stent (des) was implanted. A 3.00 x 38mm synergy xd des was placed as an overlap and resistance was felt during removal of the device. The synergy catheter separated while the balloon distal marker was still outside of the distal tip of the guide catheter, in the vessel. An attempt was made to retrieve the device using a snare, but it was unsuccessful. The synergy balloon was then inflated inside the guide catheter to trap the fragment and all devices were removed together from the patient successfully. No patient complications were reported.